Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. It should be noted that the reported incident date was after the product "use before" date. Based on the information received, the cause for the reported event could not be conclusively determined. The maximum hemostasis introducer instructions for use displays a symbol to illustrate a use before/use by date. The maximum packaging label is printed with this symbol and the date designated as the use before/use by date. The device in this event exceeded the use before/use by date. The maximum introducer sheath IFU states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The maximum introducer sheath IFU states individual patient anatomy and physician technique may require procedural variations. The maximum introducer sheath IFU states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
It was reported that a 6f maximum sheath introducer, 12cm was selected for use during an ablation procedure in the right femoral vein puncture site. At the end of the procedure, as the physician removed the sheath from the femoral vein, the proximal portion just below the valve detached leaving the sheath portion in the vein. The patient underwent surgical intervention to remove the sheath tubing from the patient. The patient's condition was reported to be good after the surgery.